Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Tient reported they are having trouble with the programming. Patient stated when they switch to different groups they cannot adjust the settings. Patient reported group b is the only one that will allow them to adjust the setting. Patient confirmed they were referring to seeing settings not available on the controller. Patient also mentioned a week ago they stabbed their toe and have been in a lot of pain since then. Agent asked about falls/trauma. Patient stated no falls but they have grandchildren that like to climb/hit/wrestle etc. Agent reviewed activities possible impact to stimulator. Patient stated the settings not available has been "a while ago" maybe "months ago". Patient stated they had the recharger replaced in the past and that helped with the charging go faster but not the settings issue. The patient was redirected to their healthcare provi der to further address the issue. Rep reported high impedances >40000. The cause was unknown. The issue was resolved.

Event description:
Additional information from the rep indicated that they were able to program the patient and get good coverage using electrodes that were within range and had no high impedance on them. They stated that thigs are okay for now, and that the patient is happy with their new settings.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.